Manufacturer narrative:
(B)(4). The customer's reported condition of a flogard infusion pump with "screen indicate flow check" was confirmed and reproduced during service. The cause of the reported condition was due to the device being out of the factory default settings. The device factory default configuration settings were reset to fix the reported condition. Should additional information be received, a follow-up medwatch will be submitted.

Event description:
The facility representative contacted a technical service representative to report a flogard infusion pump with "screen indicate flow check"; this condition had the potential to interrupt delivery. This condition was found in the general patient ward. It is unknown when this event occurred. The facility representative stated that there was no patient involved and there were no reports of patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). Upon further review, the quality engineer determined the root cause of the screen indicating flow check was associated with user error. A labeling review was performed and the labeling was found to be adequate and sufficient.